Event description:
It was reported that during a ptca/stent procedure, the guide wire became stuck in the patient's right coronary artery requiring surgical intervention and fragment of the guide wire remained in the right coronary artery. However, upon further investigation this could not be confirmed. No other information was available.